Manufacturer narrative:
Updated field: b4, d8, d9, e1, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, investigation findings), h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had fluid invasion but does not appear to be inside the device. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, fluid invasion, but does not appear to be inside the device. Resolution: diagnose unit for failure and found no signs of fluid invasion/penetration. Precautionary service: other see parts for complete list. Verification: ran all the tests in accordance to the manufacturer's specifications. All tests are within range.

Event description:
N/a.